Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the patient¿s aorta was too small to accommodate the 23 mm sapien 3 valve, causing the aortic rupture. The cause for the pericardial effusion could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 23 mm sapien 3 valve, after crossing the native valve, the patient¿s pressure dropped and no rv function was noted. Epi was called for and an effusion was looked for, however, one was not found. Chest compressions were started and the patient was placed on fem fem bypass. The valve was deployed in the descending aorta. A small effusion was noted on echo. A 10 blade was used to open the patient¿s belly and the abdominal and chest cavity were observed to be full of blood. A perforation in the descending aorta and vena cava were noted. Based on the CT scan, the descending aorta was too small for the 23 mm valve. At last report, the patient was alive at the end of the procedure.